Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that new sensor was receiving a lot of calibration and sensor errors. She had a low blood glucose of 48 mg/dl, which she treated by eating breakfast. Troubleshooting was not performed on insulin pump for low blood glucose because the call was disconnected.